Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter showed the battery indicator prompt on the screen. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began approximately 2 weeks prior to contacting lfs. The patient stated that she manages her diabetes with pills, diet and exercise and due to the alleged issue denied making any changes to her normal routine. She claimed that 10 minutes after the alleged issue began, she felt shaky. The patient denied receiving any medical treatment due to her symptom. During the initial call with customer service, the agent noted that the battery replacement was due, but the patient did not have a new battery available at the time of the call. The agent also verified that there was no information of misuse of the meter. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.